Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was suspected to have a clot in the outflow graft (ofg). Patient was hypotensive and symptomatic with dizziness. A computed tomography angiography (cta) provided evidence of a clot in the outflow graft. It was first noted in the setting of subtherapeutic inr. The log files sent for review did not appear to show any indication of an obstruction; however, that did not mean an obstruction may not be present. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended. It was reported that there was an outflow graft exchange for the potential interlumen clot or extrinsic outflow graft obstruction (eogo), pictures were obtained in operating room (or) and prior computed tomography angiography (cta).